Manufacturer narrative:
The insulin pump received with constant alarm followed by off no power alarms. Problem isolated to mother board. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery test due to constant alarm followed by off no power alarms. The insulin pump was unable down load trace/history due to constant alarm followed by off no power alarms.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was 393 mg/dl. Customer stated that her infusion set cannula was crimped in three different ways. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.